Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in vascular procedure when the issue occurred, and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the disk was full, even after deleting images. Analysis of the system log file showed that the frontal ippc image disk 1 was reporting errors. The fse recreated the image store on both frontal and lateral ippc. Fse ordered and advised the inhouse engineer to replace the image drives on the frontal ippc. After that, the system was returned to use in good working order.

Event description:
It was reported to philips that the x-ray exposure was not functioning because the image disk was full. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.